Event description:
The account alleged that the bed alarm is not functioning. No pt impact.

Manufacturer narrative:
The bed exit alarm was checked and the nurse call by the tech and both were functioning as designed.